Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The j wire was removed, the cathode tip remains implanted.